Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 30ml 21g 1-1/4in. The following information was provided by the initial reporter: "too much lubricant."

Event description:
It was reported that when using bd syringe 30ml 21g 1-1/4in, the device had foreign matter in the fluid path. The following information was provided by the initial reporter: "too much lubricant."

Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that when using bd syringe 30ml 21g 1-1/4in, the device experienced foreign matter in the fluid path. The following information was provided by the initial reporter: "too much lubricant." The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/17/2021. H.6. Investigation: 1 sample was returned to sbdm, lot number is 1108243. Sbdm investigated silicone lubricant weight on the house samples of syringe 30ml 21g 1-1/4in to analyze the compliant case. Sbdm took a silicone lubricant test according to article no. 9, medical device regulatory standard, testing method of silicone lubricant. Silicon in the medical device spec: below 0.25 mg per inner size. Sbdm conducted a silicone lubricant test with the complaint sample (syringe 30ml 21g 1-1/4in), the test result met the regulatory standard on medical device manufacturing. Since the silicone lubricant volume comes to approximately 0.25mg per inner size., the customer may think that silicone volume is excessive. House sample inspection: sbdm inspected total 20 house samples of the complaint product (syringe 30ml 21g 1-1/4in, lot no. 1106245, 1108243 & 1110283), there was no defective product found in them. DHR review: sbdm review the manufacturing record of complaint case, there is no issue while manufacturing. Customer complaint record review: sbdm review the customer complaint record of complaint sample, there were similar issues of the similar product from other customers. Root cause: in case of syringe 30ml 21g 1-1/in manufacturing process, sbdm are controlling internal standard on the silicone lubricant volume as below 0.2500mg, that is more tightened control point than the current medical device regulatory guideline. However, it is likely that the stopper pushed silicone lubricant inside of the barrel and the silicon lubricant mass seems on the bottom of barrel. That may make the customer thought silicone volume is excessive. Or the air pressure in the silicone spray valve was temporary too high due to stock of silicone oil. And it causes too much oil in the syringe.